Event description:
It was reported that oversensing on the ventricular channel was observed immediately after a paced atrial event. An epicardial lv lead was implanted one day post implant; however, oversensing was still present. The issue was resolved when the device was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.